Event description:
Alleged deflation.

Manufacturer narrative:
Deflation was reported as the reason for complaint. Surgeon confirmed a diagnostic error. Device not explanted. No findings available.

Event description:
Alleged deflation.